Event description:
See 1219856-2005-00051 for first event involving the same pt. It was reported that during the second attempt to insert an iab, a sheath was inserted. The iab was inserted through the sheath but became malpositioned and began to unwrap. The iab was removed and a competitor's product was inserted.